Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a surgery coblation halo wand was plugged into the werewolf but it was not recognized a second was was used but it stopped working and the werewolf generator had an error message on the screen. The procedure was completed without delay. A competitor device was used. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during a surgery, the coblation halo wand was plugged into the werewolf but it was not recognized. A second wand was used but it stopped working and the werewolf generator had an error message on the screen. The procedure was completed without delay by bovie technique. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Additional information in b5.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the device and the reported incident, as an image of the device was submitted by the customer. An analysis of the customer provided image found that the controller displayed a "system communication fault" error message. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of risk management files found that the reported failure was documented appropriately. Please refer to the instructions for use for recommendations on non-recognition of the device. A complaint history review concluded this was an isolated event. The complaint was confirmed and the root cause could not be determined. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: 1) there may have been an issue with one of the concomitant devices in use at the time of this complaint event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.